Manufacturer narrative:
Patient age: over 18 years old. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter that was partially detached. Unit had blood inside the lumen. Microscopic examination and tactile inspection presented no apparent kinks in the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set and met product specification. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination presented damage to the collar/proximal shaft weld. There was a partial separation in the area. Microscopic examination presented damage to the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01144. It was reported that the shaft partially detached. The 90% stenosed lesion being treated was located in the moderately calcified and moderately tortuosity mid to distal right coronary artery (rca). A dissection occurred by an unknown wire and was treated by implanting a non-bsc stent in the mrca. A 2nd non-bsc stent was unable to cross the drca, therefore a guidezilla guide extension catheter was advanced. However the guidezilla came into contact with the implanted stent and was unable to cross. The target lesion was dilated with a 3mm balloon, then the guideizilla was readvanced to the target lesion. A 24 x 3.50mm promus premier stent delivery system (sds) was then advanced into the guidezilla however it became stuck. Upon pushing and pulling to remove the device the sds the proximal shaft detached. The sds and the guidezilla were both removed. It was then noted that the guidezilla appeared to be partially detached and the coating damaged. The procedure was ended. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID: 2134265-2015-01144. It was reported that the shaft partially detached. The 90% stenosed lesion being treated was located in the moderately calcified and moderately tortuosity mid to distal right coronary artery (rca). A dissection occurred by an unknown wire and was treated by implanting a non-bsc stent in the mrca. A 2nd non-bsc stent was unable to cross the drca, therefore a guidezilla guide extension catheter was advanced. However the guidezilla came into contact with the implanted stent and was unable to cross. The target lesion was dilated with a 3mm balloon, then the guideizilla was readvanced to the target lesion. A 24 x 3.50mm promus premier stent delivery system (sds) was then advanced into the guidezilla however it became stuck. Upon pushing and pulling to remove the device the sds the proximal shaft detached. The sds and the guidezilla were both removed. It was then noted that the guidezilla appeared to be partially detached and the coating damaged. The procedure was ended. No patient complications were reported and the patient's status was good.